Manufacturer narrative:
The authorized service personnel (asp) performed replacement of front bezel with navigation ring to address the reported issue. The ventilator passed all tests and operated within the manufacturing specifications. The ventilator was return to service. The navigation assembly was returned for failure analysis. The nav-ring potentiometer pre-load and resistance measurement test failed. Contamination buildups were found on the rotary adjustment assembly (nav-ring) matrix that causes the nav-ring not functioning.

Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 28dec2020.

Event description:
The customer reported that the nav-ring is not working. The customer contacted product support and requested for service repair. The customer reported that the unit was not in use on a patient.